Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 426 mg/dl and was treated with insulin pen. Customer's blood glucose at time of call was 389 mg/dl. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Customer declined troubleshooting and was requesting emergency supplies as customer did not have any more infusion sets which is what was causing high blood glucose.